Manufacturer narrative:
Part: tft20101, lot: e20di0714, release to warehouse date: march 16, 2021, supplier: (B)(4), no nonconformance reports (ncrs) were generated during production. Visual inspection: the trial inserter sh connection was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the entire threaded portion of the tft20101 c tlif trial inserter pin sh connection was broken, and the broken fragment was lodged inside the implant inserter (p/n: tft20101 a) and the knob (p/n: tft20101 b). The lot number etched on the trial inserter pin was observed to be e20di0714. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: during the functional test, the knob connection component was failed to disassemble from the inserter due to broken inserter pin. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Trial inserter sh connection tft20101. Investigation conclusion: the complaint condition was confirmed for the trial inserter sh connection. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, it was not possible to loosen the inner part of the trial inserter from the rest of the instrument. The inner part of instrument is stuck in the knob. The issue was noticed after surgery, when the instrument was being dismantled, prior to sterilization. The inner part was later broken by sales representative during an attempt to loosen it after the instrument was received from the hospital. Procedure was completed successfully. There was no patient consequence. Upon beginning manufacturer investigation, a second device was added to the incident report. This report is for a trial inserter sh connection. This is report 2 of 2 for (B)(4).